Event description:
It was reported that the pt never got good stimulation. The hcp was attempting stimulation with different electrode combinations. Two electrodes had 200 ohms resistance and 13 microamperes and one electrode combination had 50 ohms and 1239 microamperes. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.